Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -8.0/2.0/003 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a same length lens but different axis and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3:device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).